Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing due to the classification of supraventricular tachycardia as ventricular tachycardia. Programming changes were made. The patient was in stable condition.